Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined. Stryker performed clinical review of the reported event and it was concluded that there are insufficient data within the file to determine the impact of the device use. The customer stated the patient was in cardiac arrest for 5 minutes prior to ems arrival with no bystander CPR. The issue with the device pads connection resulted in approximately a 10 minute delay to analysis of the patient¿s rhythm which was asystole. Because it is unknown if the patient was in asystole during those 10 minutes, contribution of the device to the outcome is unknown.

Event description:
A customer contacted stryker to report that their device didn¿t detect patient through paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive.